Event description:
The customer reports that the catheter hub was found leaking during patient use on the first day after insertion. The catheter was removed.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single-lumen catheter for evaluation. Visual examination of the extension line revealed the luer hub was cracked, beginning at the threads. An adhesive material was also located around the hub, this was removed only after the catheter failed functional testing. This type of defect is indicative of over tightening the cap. The catheter was functionally tested by flushing the lumen using a lab inventory syringe. Water exited both the crack in the luer hub and the distal end of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection" the customer reported issue of the catheter leaking was confirmed during the complaint investigation. Visual and functional inspection of the returned catheter showed that the distal extension line luer hub was cracked, causing the leak. The crack appears to have been caused by over-tightening being applied to the hub. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter hub was found leaking during patient use on the first day after insertion. The catheter was removed.